Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician indicated parts were ordered as a precautionary measure. Functional testing performed by the biomedical technician confirmed the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that a technician observed "smoke" while using the gran mixer. However, a bag of concentrate powder was dropped into the tank during the mix process and the technician cannot say definitively that the "smoke" was not powder "poofing" up as a result of the bag being dropped into the tank. There was no damage to the gran mixer that the biomed classified as being caused by excessive heat. Functional testing performed by the biomed confirmed that the unit is operating properly. The replacement parts have been received, but he stated that the parts were ordered as a precaution and, therefore, have not been installed as the unit has been functioning appropriately. (B)(6) has been watching the system closely; no issues observed since this event originally occurred.